Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. If any additional information has been provided, a supplemental report will be submitted.

Event description:
Information was received that during removal, the locking screw broke. It is believed that the screw broke due to excessive torque applied from the power drill.

Manufacturer narrative:
Device evaluation: visual inspection of the received screw revealed the screw to be broken, confirming the reported event. Functional testing was unable to be performed due to the condition of the screw. Dimensional testing was performed and the screw was found to be within specifications. The root cause of the reported event was likely due to excessive torque applied to the screw while utilizing the power drill. Device history review: a review of the device history records indicated that the screws met all dimensional and quality inspections prior to shipment.

Event description:
N/a.